Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when switching from manual mode to ventilator mode, the ventilator did not start. The clinician manipulated the bag/vent switch and eventually the ventilator started. There was no reported patient injury.